Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment it was noted the clip opened 60 degrees. Two additional clips were attempted to stabilize the first clip and reduce mr however imaging was difficult and the leaflets could not be grasped therefore the clips were not implanted. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined. The reported mitral valve insufficiency/regurgitation is due to unintended movement. The reported patient effect of mitral regurgitation (mitral valve insufficiency/regurgitation) as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention appears to be due to case specific circumstances as two additional clips were attempted to be implanted to stabilize the first clip. There is no indication of a product issue with respect to manufacture, design or labeling.